Event description:
It was reported that during an unknown procedure, a new device has the air leak. It is unknown how the procedure was completed. No consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4), additional information requested: which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when? Did anything unexpected happen prior to this incident? Was the device fired after this incident in or out of the patient? What were the indications for surgery? What was found? Does the patient have any relevant history of surgical treatments? If so, what? Did somebody other than the primary surgeon fire the instrument? If so, whom? The analysis results found that the device was returned in good condition. A leak test was performed and the device was noted to leak with the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.